Event description:
A malfunction was reported with code malf 12, and no notable events occurred prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, although the customer did not have a charger at the time and stated they would call back when ready to reset.